Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 4.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced four infusion sets leakage event on (B)(6) 2025 and one of the infusion set caused skin irritation to the patient. No further information available.